Manufacturer narrative:
As per direct communication on (B)(6) 2015 from the account, after reviewing patient charts the hospital determined that no patient harm was caused. Diagnostica stago inc. Has concluded its investigation into this matter.

Manufacturer narrative:
(B)(4). In this case, the analyzer started routine testing in (B)(6) 2015 with a wrong correction factor for aptt: 1.00 instead of the correction factor for aptt used during method validation, 0.85. It appears that the instrument functioned as designed. The likely root cause is a human error by stago personnel during method validation. It is important to note that checking the correction factor is part of the stago pm procedure. The correction factor was reset to 0.85 by (B)(4) 2015.

Event description:
During a routine preventive maintenance (pm) visit, a stago engineer discovered that the sta compact max sn (B)(4) had a wrong correction factor for the aptt test (1.00 instead of 0.85). As a result, aptt results were over-stated for the past 4 months (routine testing started in (B)(6) 2015 for this analyzer). The hospital is currently investigating patient impacts.